Manufacturer narrative:
(Product information), (initial reporter sent to FDA), and (510k) are unknown; no additional information was received. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be investigated, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported that two cassettes caused both pumps to alarm 'no disposable' and were discarded after the infusions started. No patient injury was reported.